Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was hospitalized on (B)(6) 2017 due to a diabetic ketoacidosis. He was nauseous and vomiting. The paramedics were dispatched. Customer's blood glucose level was 333 mg/dl. The customer experienced a hypoglycemic event. The customer was given IV saline, IV drip, and insulin injection. The customer was wearing the insulin pump at the time of hospitalization. The device was not returned.